Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the reported event. The customer was performing a diagnostic procedure (general surgery), which was aborted, and it was rescheduled. The philips field service engineer (fse) inspected the system onsite and confirmed that there were no geometry movements. Review of the log file showed a malfunctioning geo-pc. Upon troubleshooting, fse confirmed that there was no movement of the arch and found geo ipc was defective. To resolve the issue, fse replaced the geo ipc and software was installed. The defective geo ipc was returned to philips for failure analysis, which showed failure description as no power on, failure mode as unit non-functional and failed component as psu. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not be moved. No harm was reported to philips. Philips has started an investigation of this complaint.